Manufacturer narrative:
(B)(4). Results: component code (B)(4) device subassembly.

Manufacturer narrative:
(B)(4). Investigation has been updated. Corrected results and conclusions codes are reported.

Event description:
Procedure: lap chole. According to the reporter: the surgeon wasn't able to place clips. The first clip did not close properly. The second clip caused a rupture in an artery. The surgeon took another clip applier and placed a new clip to solve the problem. The device also locked on the tissue but in a way that it could be easily removed. Clips fell into the patient but were removed. Fixed the problem.

Manufacturer narrative:
(B)(4).